Event description:
It was reported the videoscope image blacked out during angulation. There were no reports of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: b6, b7, d4, d6, d8, d10, e1, e4, g1, g2. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of the insertion tube due to physical stress during use led to the reported malfunction of power turned off during angle adjustment (the image turns black during angle adjustment). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.